Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The pressure transducer error was reported. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the pressure transducer test failed during pre-use check and was resolved by cleaning expiratory cassette's membrane, which does not affect ongoing ventilation. It has been determined that the most likely root cause is design labelling. The problem is related to dirty expiratory cassette¿s membrane, therefore cleaning manual for ventilation products will be updated. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).